Event description:
It was reported that post operatively on (B)(6) 2023, date the insertion handle and driving cap broke. This was discovered after sterilization. There was no patient involvement. The self retaining pin was originally a concomitant device that was determined to be broken during investigation. This report is for one retent pin scrdriver qc hex 12/sht/xl25 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that retent pin scrdriver qc hex 12/sht/xl25 was found broken from the tip. The broken fragment was not returned for examination. No other issue was observed. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the retent pin scrdriver qc hex 12/sht/xl25 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Reviewed. Dimensional inspection: n/a. Device history part number: 03.045.008. Lot number: 4199p39. Manufacturing site: haegendorf release to warehouse date: 29 march 2023. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the malfunction were identified. Finished device lot number is part of CAPA, however, this CAPA is not related to broken frn insertion handle and impactor, but to the application of secondary passivation process using citric acid instead of nitric acid which is approved as use-as-is and documented accordingly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.